Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the header of the pulse generator. Eventually, the lead was inserted and the procedure was completed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.